Event description:
It was reported that a plate detached from the implant, no adverse consequences reported to the patient.

Manufacturer narrative:
The investigation identified the issue was with the anchor l locking plate lumbar stand alone with cat# 48667000 instead of the anchor l lumbar stand alone cage, as initially reported. The anchor l lumbar stand alone cage was deemed a concomitant device. Method: complaint history review, risk assessment. Results: the customer event of the plate migration of an anchor l locking plate lumbar stand alone was confirmed via x-ray images. The device was not returned for evaluation. The surgical technique indicates that this device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone. Early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that a plate detached from the implant, no adverse consequences reported to the patient.